Manufacturer narrative:
Per the account, the distal tip of a 6f diagnostic cardiology catheter was noted to be separated when the package was first opened. There was no patient injury as the device was not clinically used. The procedure was completed with a different catheter. The product will be returned for analysis. There was no damage to the shipping box, outer product box or product pouch. A non sterile diagnostic catheter cath f6 st+ ar ii mod 100cm was received for analysis coiled inside a plastic bag. Per visual analysis, the diagnostic catheter was received tip ripped/torn. The tip edges on the ripped/torn area look as if tremendous force was applied until ripping/torn occurred on tip. No other anomalies were found. The diagnostic catheter body shaft od and ID were measured near to the tip ripped/torn area and results were found within specification. No functional analysis was performed due to any sterile units received. Sem analysis was performed on the diagnostic catheter ripped/torn tip area and the results showed that the tip presented evidence of elongations. Also fissures on the tip were found. The elongations found suggests that the material was pulled / stretched until separation and fissures found suggests that the tip was induced to an excess of force applied that could caused the damage found. No other anomalies were found during analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer as ¿diagnostic cardiology catheter-brite tip/distal tip-separated¿ was confirmed during analysis due to the catheter¿s tip ripped/torn condition as received. However, the exact cause could not be determined. Based on the information available for review, factors contributing to the issue could not be determined. Elongation noted during sem analysis may suggest that force was applied to the unit. Neither the analysis nor the DHR suggests that the distal tip separation could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
Per the account, the distal tip of a 6f diagnostic cardiology catheter was noted to be separated when the package was first opened. There was no patient injury as the device was not clinically used. The procedure was completed with a different catheter. The product will be returned for analysis. There was no damage to the shipping box, outer product box or product pouch.